Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that a patient called to inquire if the stimulator could be "cut off from your end." The patient reported "it's going off almost constantly" and stated they were going to the ER with their heart if it didn't stop (agent unclear what patient meant by this). The patient inquired if there was a way to turn off their implant remotely as the patient reported it hurt. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient stated they had turned their implant off as much as they could on their end years ago and stated their doctor kicked them out of practice. The patient clarified they had turned off their implant on their end, "but not on your end." The agent reviewed the role of patient services and how to turn off the patient's implant using the patient programmer. The patient inquired why would their implant still be working if they had cut it off. The patient reported they think their implant was still on because they can feel it in their body and stated it was hurting and their lower parts were swelling and it would not stop. They stated they had the implant for years and it had "always been horrible." They provided an event date as "it's been years" and stated they had done everything they could on their end to turn it off, but stated they begged to get it out and were told the manufacturer would have to be in the room and the patient stated they didn't want anyone around them. They reported this had been going on nonstop now for the past over 24 hours it has been nonstop and stated usually they just "deal with it several times a day." They were unable to complete troubleshooting on the call as the patient stated they did not have the programmer at the time of the call as they stated they couldn¿t find the programmer/"it's in storage." The patient was redirected to their health care provider to address the issue. The patient was emailed patient healthcare provider listing per patient's request.